Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 13-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.1 was failed and cubies were not detected on the bus. A field service engineer (fse) removed cubies and tray, cleaned all foil debris, reseated the cubie tray and replaced the cubie pockets to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 3.1 was failed and several cubies were not detected on bus the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.